Event description:
The lens did not come out of the inserter correctly into the pt's eye. The doctor removed and replaced the lens.

Manufacturer narrative:
See MDR 1920664-2007-01476 for the intraocular lens used with this delivery device.